Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in rebuilding the pt database. No images or data were lost. System operates as intended.

Event description:
The customer reported that they are not able to access the pt database. Nothing happens when they select the pt database menu option. No pt injury was reported.